Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) within the connector ends of a syringe inlet. The pm was further described as, ¿dirt¿. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and small black speck particles of foreign matter was identified embedded in the female connector end of the inlet. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.